Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink secondary medication set in which a no flow was detected. According to the report, the line was primed with an unknown antibiotic and was connected to an unknown primary set. When the fittings were attached the nurse could not get the flow to initiate. The rn checked the set-up and it was deemed to have been set up correctly. The condition occurred during set up before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 06/24/2011. An actual sample was submitted for evaluation. A visual inspection did not reveal any abnormalities. The sample was then submitted for a delivery test and the fluid flowed through the set with no observable problems. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.